Manufacturer narrative:
We have received and evaluated the complaint device. We were able to confirm the reported incident. We found that one of the blades did not insert into the retainer intermittently when the centering hoops were opened and closed multiple times. We also confirmed that it was the same blade that did not insert into the retainer. Our lot history records review did not reveal any discrepancies related to the complaint event either in the manufacturing or packaging processes. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality control also samples these devices before final packaging to ensure proper blade adjustment. It is possible that the device was damaged during the manufacturing process or after inspection and prior to packaging. As a result, we have implemented corrective action to minimize the possibility of this recurring.

Event description:
During pre-use check, one of the blade was unable to close completely into the retainer.